Event description:
There is a split in the catheter 1/2" below the bifurcation.

Manufacturer narrative:
The complaint of the catheter leakage is confirmed, user related. During functional testing leaks were observed on both the arterial and venous sides of the catheter. The location of the leak sites are found just distal to the bifurcation site where there is an aneurysm-like bulge in the catheter tubing. It appears the user applied an incompatible antiseptic to the exterior of the extension legs and exposed catheter tubing, allowing the antiseptic to be absorbed in the depressed areas and degrade the tubing material. The weakened material then "ballooned" and split, resulting in a leak on the arterial and venous sides of the tubing. The complainant indicates betadine was used on the catheter. The instructions for use accompanying this product warns the user, "acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters."